Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the site was red and swollen due to the adhesive.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The device was received with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or bottom housing that would contribute to skin condition irritation. The exact cause of the reported skin condition irritation could not be determined. Inspection of the formed needle found the tip of the formed needle to be squared off and dull. No other damages or deficiencies were observed that would contribute to skin condition swelling at the infusion site. The inadequate needle tip was confirmed to be the cause of the reported skin condition swelling at the infusion site.